Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation. X-ray imaging revealed migration of the s1 lead into the ipg pocket site. As a result, surgical intervention may be undertaken to address the issue.